Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak from a cut tubing at pinch valve vl7 of the white blood cell (wbc) diluent dispenser (pm3). The fse proceeded to replace the tubing to resolve the leak. (B)(4).

Event description:
The customer reported a leak from under the coulter lh 780 hematology analyzer. The customer could not quantify the leak but stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.